Event description:
Device was implanted on 9/23/88. The balloon was revised on 12/8/89 and in 1993, day/month not indicted. The balloon was removed from the pt due to recurring incontinence on 8/13/96 and replaced.